Manufacturer narrative:
H.6. Investigation summary: it has been received 1 used sample of 50ll without blister for investigation. Upon visual inspection of this sample, it can be observed a damage on syringe barrel between 30ml and 40ml mark of the scale. The barrel is dented causing that when the stopper resulted distorted against barrel walls between these points causing leakage. DHR cannot be reviewed since lot number is not available. Since lot number is not available retained samples cannot be evaluated. This damage has been cause because barrel resulted hit or damaged in manufacturing equipment or transport processes in manufacturing area. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Fmea for assembly process ar-2d05 includes control modes for this defect. We can confirm that the root cause of the non-conformance is related with a hit or damaged on barrel in manufacturing equipment or transport processes in manufacturing area. Since lot number is unknown the root cause cannot be determined.

Event description:
It was reported that bd plastipak¿ syringe leaked due to poor tightness of the syringe. Patient was unstable and was not improving due to the leak.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe leaked due to poor tightness of the syringe. Patient was unstable and was not improving due to the leak.